Event description:
Event description boston scientific received information that this atrial pacing lead and this right ventricular (rv) pacing lead had dislodged within two months post implant. At the first follow up, the atrial pacing thresholds had increased and sensing had decreased. At the next follow up, only left ventricular (lv) pacing was observed. The patient was brought in for a lead revision. The atrial pacing lead was shown to have lost its j shape and was confirmed to be dislodged. The lead was explanted and replaced. The rv pacing lead was repositioned to lower on the septal wall. Following the procedure, loss of capture was observed in the lv. All lead pacing thresholds were increasing over time due to rapidly growing scar tissue. It was reported that this patient had extremely fragile heart tissue following radiotherapy for breast cancer.